Event description:
It was reported that when preparing prior to a procedure, the device was found to be in back up vvi (bvvi) mode. The device was not used in the procedure and another device was implanted. The patient was in stable condition.

Manufacturer narrative:
Reported event of an inappropriate or unexpected reset was confirmed. The device was received in reset condition with the battery voltage above elective replacement indicator (eri) level. The device was restored to shipped settings and analysis was performed which indicated normal device functionality. Reset operation could not be reproduced. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.